Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 55-year-old male patient presented to his (B)(6) for dental implant placement. The implant placement was performed on (B)(6) 2025 at tooth location #08. The implant was placed after an immediate extraction and was immediately loaded. It was reported that during the implant placement, the doctor discovered that the implant had failed to osseointegrate and also had a fit issue. As a result, the implant was removed on the same day of the placement using a driver. It was reported that the implant was replaced and the patient was asymptomatic. The prosthesis was a full arch prosthesis and was screw retained, and the opposing arch consisted of natural teeth. The type of abutment was a custom abutment. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and good oral hygiene. No abnormalities with the implant or its packaging were reported.